Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
Reduction device for 4.3 mm percutaneous drill guide broke. Device was being used in prescribed fashion to reduce the bone-plate interface. Leg was being manipulated during procedure and exerting forces caused device to break in pt's femoral shaft. Approximately 30-40 mm was left in femoral shaft of pt. Surgeon did not want to attempt retrieval.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.